Event description:
Related manufacturer reference number:3006705815-2024-00222. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention took place during which the existing leads were explanted and replaced. Effective therapy was restored following the procedure.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight). Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.